Event description:
Information was received indicating that both pumps were alarming high pressure when trying to prime a smiths medical, cadd medication cassette. It was reported the end user attached a new cassette which resolved the alarming. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).